Manufacturer narrative:
Insulin pump was received with compromised force sensor system alarm during the basic occlusion test due to moisture damage on the force sensor resistor. Insulin pump passed the operating currents measurement and displacement test. Unable to perform the self- test, unexpected restart error test, occlusion, prime/compromised force sensor system, and no delivery test due to compromised force sensor system alarm anomaly. Moisture damage found on the electronics and motor. Insulin pump had cracked case at display window corner, belt clip slot, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that she went into a swimming pool by mistake. Fluid was under the lcd display. The customer was having a hard time because it was fogged up. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.